Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reasons. Additional information was received that the patients ipg was not holding a charge. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.